Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the minimally calcified proximal right superficial femoral artery (rsfa) was attempted using a starclose se device with a 6f sheath after a peripheral angioplasty procedure. Reportedly, the puncture site was required to be above the profunda due to performing the peripheral procedure by working down the leg. The procedure was completed with an ongoing, developing hematoma noticed. Bleeding was noted to be coming from around the sheath. It was thought a starclose se device would close the artery and stop the bleeding. After successful starclose se clip deployment in the artery, pulsatile bleeding continued. An ultrasound was taken to confirm the bleeding which was somewhere near the access site. Manual arterial compression was held for 10-15 minutes and another ultrasound was taken with bleeding continuing. Contralateral access was used and a 6 x 100 balloon was inflated for 2-3 minutes. After deflation, bleeding continued. An 8 x 50cm covered stent was placed, only in the superficial femoral artery, and hemostasis was achieved. There was no reported clinically significant delay in the procedure or therapy due to the starclose se device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The starclose device was used in the calcified superficial femoral artery. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Additionally, it states: do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.